Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. It was confirmed that the device had no telemetry. The device case was opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Further detailed analysis on the battery revealed a latent current leakage path has occurred within the battery itself, resulting in a depletion of the battery cell. Laboratory analysis confirmed that this latent current leakage caused the clinical observations.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was in the clinic being seen for a non-device related issue. It was noted that during the follow up, the ICD was unable to be interrogated. Boston scientific technical services (ts) was contacted and took the field representative through troubleshooting steps with the programmer to see if it would resolve the issue. Despite all efforts, the ICD still could not be interrogated. A magnet was applied and there were no tones heard. Ts recommended device replacement. The ICD was later explanted and successfully replaced. No additional adverse patient effects were reported.